Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. The abbott application support manager (asm) observed surgeries, provided technical support and discussed options with the surgeons when he was at the customer site. Asm confirmed that there was no loss of best corrected visual acuity (bcva) on the patient¿s left eye (os) one day post-op. All pertinent information available to abbott medical optics has been submitted.

Event description:
While the abbott application support manager (asm) was at the customer site, it was reported that the first patient/female patient had a suction break on the left eye (os) in the last 2-3 seconds of procedure with an intralase patient interface (pi) after the laser fired. It was reported that the surgery was completed successfully using the same pi. There was no patient injury reported and no surgical intervention was required.